Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering of the image and no image. Based on the results of the investigation, and since poor quality image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely that the malfunctions identified during the device evaluation "image flickering" and "no image" were due to the video function not working properly as a result of cable failure. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. There were no reports of patient harm.